Manufacturer narrative:
The exposed portion of the soft cannula was found to be kinked or flattened. Fluid was still able to exit through only the distal tip of the cannula despite the damage. The cause and timing of the damage could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 437 mg/dl while wearing the pod between 4 and 24 hours on the leg. Ketones were also tested and the results were negative. As treatment, a manual injection of insulin was delivered. The patient's blood glucose history is as follows: (B)(6).